Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture. There was no lv threshold data available, and output is currently programmed to 3.5v. Lead assessment with a programmer was recommended. This product remains in service and no adverse patient effects were reported.